Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent loss of capture and high pacing thresholds when a new lead was connected. The pulse generator was explanted and replaced.